Event description:
It was reported the patient presented for post-implant device check. Upon interrogation, it was determined the atrial leadless pacemaker (lp) exhibited intermittent capture. The lp was explanted and replaced with a transvenous pacemaker. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of intermittent capture could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.